Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph and one used sample was provided for evaluation. When the photograph was evaluated, a black spec was observed on the valve inside of the manifold housing. The returned sample was examined by a subject matter expert and the concern for black spec was not detected. The reported concern was confirmed on the photograph. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. The retain sample from the reported lot number was tested and passed per specification. The defect was confirmed based upon the photograph provided; however, it is not able to be analyzed for possible composition without the physical sample. There were no identifications of any failure to follow procedures or any raw material deviations. Manufacturing processes were reviewed and provided no indication of where the particulate could have been introduced. Currently the exact root cause of the particulate is unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: end user reporting a black spec on one of the transfer set valves. No injury reported.